Event description:
It was reported that on (B)(6) 2023, during a parathyroidectomy in which the physician was using a coolseal reveal, the physician reported that he experienced a re-operative neck hematoma after the parathyroidectomy. He explained that he had maybe experienced some technique related issues that could have caused the hematoma due to inadequate seal. Additional information received there were no direct injuries from the device. The patient developed a postoperative hematoma from blood vessels sealed by the device. The patient was immediately taken to surgery to remove the hematoma and suture ligated the arterial bleeder. The physician stated that he did not know if this was a problem with the device nor he could conclusively attribute the postop bleeding to the device. The physician reported that they sealed and divided normally, the patient had retching and vomited then bleeding occurred almost immediately after. No other information is available.

Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.